Event description:
The customer called to report a blank display and a high blood glucose of 395 mg/dl. The customer stated that she had no back up plan and the 24 hour pharmacy was a very far drive. Advised the customer that the paramedics could be called for her if she felt the need, and she agreed. The paramedics arrived, but they did not take the customer to the hospital. However, the customer later called to report that her neighbor did take her to the hospital. The customer's blood glucose was 385 mg/dl when she arrived. Troubleshooting was conducted for the blank display, but the issue was not resolved, and the insulin pump was replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored, and no blank display was noted. The insulin pump was unable to prime during the prime test due to moisture damage noted in the force sensor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the basic occlusion and displacement tests.